Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up, very short noise oversensing was observed on the right ventricular (rv) lead, connected to this pacemaker. Pacing inhibition less than 2 seconds was also observed. The patient is pacemaker dependent and was frequently getting dizzy. This lead was removed and replaced, and the patient received intravenous antibiotics, as a result. The lead was not tested for electrical continuity and the cause for the issue remains unknown. No additional adverse patient effects were reported.